Manufacturer narrative:
Investigation details: the device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hosp reported that during a coronary artery bypass procedure, the stabilizer came apart between the foot and cable connection. Another device was used to complete the procedure. No pt complications were reported.